Manufacturer narrative:
Lead model # 3093-33, lot # v846431, implanted 2012 (B)(6), explanted 2012 (B)(6); programmer model # 3037, lot # njd144018n. (B)(4).

Event description:
It was initially reported that the patient never had therapeutic effect. The patient had switched programs and had been keeping track of symptoms. There was no stimulation sensation. The patient only felt when she made an adjustment. There was a burning sensation, soreness and swelling at ins site. The patient had an appointment with their health care provider the next day. In follow up reporting it was noted that the cause of the event was lead placed too deeply. Reprogramming was performed on 2012 (B)(6) with no resolution of symptoms. Surgical intervention involving explant and replacement of the device occurred on 2012 (B)(6). Result was noted as excellent relief of pain from leg. Hospitalization was not required. The patient outcome was no injury.